Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. It was also noted that the leg was bent, the internal tube bearings had failed, the color band was faded and the etching was illegible. There is no known pt impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff". Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 26 months without any record of factory service.

Event description:
Device returned for repair with report of the attachment foot being bent. No pt impact reported. Repair request escalated to complaint on eval, due to footed portion damaged by tool contact. No additional info was available.